Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the customer alleged the insulin pump alarmed critical pump error 24 and would not clear. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. No frozen display or pump error 24 alarms noted during testing however, three (3) pump error 24 alarms [(B)(6) 2021 at 14:18, 14:28, and 17:45] are found in the downloaded pump history files. Per r&d engineering, the insulin pump alarmed pump error 24 and was generated since the vcc voltage was above the limit, suspecting a hardware fault, device was cut open to perform a visual inspection and no damage or moisture damage noted on the electronic assembly (pcba 1and pcba 2), the motor, or force sensor. The pump error 24 alarms may have been an intermittent failure that was not detected during our testing, fault isolated to the electronic assembly (pcba 1 and pcba 2). Pump error 24 alarm are found in the history files. The pump error 24 alarms may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer was unable to clear pump error and program the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.